Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during a shoulder arthroscopy the tip of the 4.5mm healix advance¿ br anchor with dynacord¿ suture (blue, white/blue/green) broke. The complaint device was received and evaluated. Visual observations confirm that the anchor was broken. When observed the anchor under magnification, no structural anomalies could be noted. In other hand, the suture didn¿t present any evidence of debris and was intact, it did not present any physical damage. The complaint can be confirmed. The possible root cause for failure reported can be attributed to with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number:7l00276, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d4: UDI. Upon complaint review, it was determined that the UDI field was incorrectly reported on the initial report. The UDI has been updated accordingly to reflect the correct information. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder arthroscopy the tip of the 4.5mm healix advance¿ br anchor with dynacord¿ suture (blue, white/blue/green) broke. Also, the 4.9mm healx adv sp peek anchor kept spinning and wouldn´t move, the tip didn´t disengaged. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The devices are available to be returned for evaluation.